Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Did the reported event ¿adjusting the mesh, the product ruptured without any apparent reason¿ occur during the index surgical procedure? How was the procedure completed? Were there any adverse patient consequences? Will the device involved in the event be returned for evaluation? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an anterior colposcopy on (B)(6) 2018 and mesh was implanted. During the procedure, when adjusting the mesh, the device ruptured without any apparent reason, not correcting the urinary incontinence. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). The device received for evaluation was manipulated: only the mesh and the lid were shipped for evaluation and organic substances are visible on the mesh. The defect seen during the product evaluation is aligned with the defect described in the event description (torn mesh). Nevertheless, the defect identified is not linked to a manufacturing issue. External cause.